Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 33 mg/dl. Customer treated their low blood glucose level with food and orange juice. Customer¿s current blood glucose level was 61 mg/dl. Customer believed something was wrong with their insulin delivery and they had to check their basal rates because their blood glucose continued to drop. Product was not returned for analysis.